Manufacturer narrative:
No lot number was not provided/known. The device was requested and not returned.

Event description:
Dr. (B)(6) inherited this case from the restoring doctor., who over torqued the screw when placing the abutment. The certain® gold-tite® hexed screw fractured and a portion of the screw remains stuck inside the implant.

Manufacturer narrative:
Certain® gold-tite® hexed screw was requested but not received by the manufacturer. No lot number was provided or known, therefor the MDR could not be reviewed. Document type(s) reviewed: biomet 3i restorative manual, instrm rev b 10/15. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. (B)(4). Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The event was not verifiable, as the product was not returned. No photographs/x-rays of the reported fracture were provided. Therefore, the visual and physical inspection of the screw could not be conducted. Based on the information provided, a definitive root cause could not be determined.